Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 48 mg/dl. Customer¿s current blood glucose level was 190 mg/dl. At the time of incidence. Customer was declined to troubleshoot. The insulin pump will not be returned device for analysis.